Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls (qc) were within range on the day of the event. The customer granted remote access to a siemens technical support center (tsc) specialist. The tsc specialist performed check 1 on integrated multi-sensor technology (imt) module, which passed. The tsc specialist performed check 1 on imt probe, which failed due to an air knife failure. The tsc specialist instructed the customer to clean the imt probe. The tsc specialist auto-aligned imt module and imt probe. A siemens headquarter support center (hsc) reviewed the instrument data and determined that the instrument data indicated poor sample quality and the presence of gel, fibrin, a microclot, and/or cellular material contained in sample, which created an acute occlusion of the imt probe that impacted the imt dilution of the subsequent sample. The system cleared itself of the occlusion with a calibration and subsequent processing of two runs of a urine sample. The cause of the discordant, falsely depressed na result on one patient sample was due to poor sample quality. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed sodium (na) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument and an alternate dimension vista instrument, resulting higher on both. The corrected result from the original dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na result.